Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized with high blood glucose levels greater than 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The tubing clamp was shipped to the customer. Nothing further was reported.